Event description:
It was reported that the patient had to seek medical attention with hypoglycemia. The patient's blood glucose levels reached less than 70 mg/dl while wearing the pod for an unknown amount of time. The patient mentioned that they were unconscious and sweating. The patient was treated with intravenous glucose drip. The patient was released the same day and declined going to the hospital. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.